Event description:
Clinic notes dated (B)(6) 2013 indicate the patient was seen in the clinic for concerns that the vns has migrated towards her breast tissue. The patient was scheduled for revision surgery with the surgeon due to the migration; however, it is unknown if this surgery has occurred. It is unknown if the surgery is for patient comfort or to preclude a serious injury. Attempts are underway for additional information.